Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune rp tibial impactor was discovered to be cracked in two places. It was found by csr staff when reprocessing the instrument. There was no patient affected by this event.